Event description:
Sorin group received a report that the touch screen of the s5 double head pump became unresponsive during a procedure. Later in the procedure, the touch screen regained functionality. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). A sorin group service representative was dispatched to the facility to evaluate the issue. During testing, the representative found the touchscreen to be responding to touch and working properly. Although the reported issue could not be reproduced during testing, the screen was replaced as a precautionary action. After replacement, the system was returned to service. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.